Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) that had been implanted at a different facility, the patient presented to clinic for a second opinion when informed one week before that the ipg needed replacing. The patient had evidence that previous battery estimated longevity was 8.5 years, and was surprised that within one year the ipg needed replacement. The ipg was interrogated and found that the output was 7.5 v at 1.5ms. The ipg remains implanted, out of service with explant planned for a later time. No patient complications have been reported as a result of this event.